Event description:
The customer contact reported an adverse event while the device was in use. In 2008 at 2337, the device was programmed to deliver morphine 1mg/ml in the pca+ continuous mode with a 4mg loading dose, a 2mg/hr continuous rate, a 4mg pca dose, a 15min pt lockout, and a 30mg 4hr limit. The next day, at 1830, the pt's wife reported to the nurse that the pt "was blue and unresponsive." The customer contact reported that the pt's oxygen saturation was 76%. At this time, oxygen therapy was administered via an ambu bag and the physician was notified. It was reported that between 1830 and 1843, the t was treated with narcan doses totaling 1mg. The customer contact reported that the pt became responsive. The device was not isolated that the pt became responsive. The device was not isolated immediately following the event; however, on an unspecified date, the device was tested at the user facility and it was reported the biomedical engineer "did not see any mechanical or functional malfunction on the part of the device." The customer contact stated that "regarding the programming, the pt received an acceptable amount of the morphine within the timeframe." There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; however, the customer identified four possible devices. All four devices were received and passed testing for delivery accuracy. The pump history from the four devices was downloaded and printed at the manufacturing site. The dates and programming present in the history did not correlate with the customer's reported settings and event info.